Event description:
Boston scientific received information that the atrial and ventricular setscrews of this cardiac resynchronization therapy defibrillator (crt-d) could not be loosened during a device changeout for normal battery depletion. As such, the right ventricular (rv) and right atrial (ra) leads were cut so the device could be explanted. This device was explanted and the leads were capped and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted tool marks on the case and header. The right atrial (ra) seal plug is missing and the right ventricular (rv) lead seal was loose. All other seal plugs were intact. There was a piece of wrench stuck in the ra and rv set screws. The two pieces were broken flush with the top of the set screw. Those set screws were stuck in the up position; however, all other set screws operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the damage to the device was induced in the field.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.